Event description:
The customer reported that during the preparation for use inspection, a "probe error" was observed while using both the hand/foot mode. There was no patient injury.

Manufacturer narrative:
The customer returned a spl-t to the olympus medical systems india service center for evaluation. The complaint was not confirmed since there were no problems found during the device inspection. Based on the investigation, the root cause of the reported issue cannot be determined at this time. A review of the spl-t IFU (instructions for use) found possible descriptions related to the reported failures addressed in the device IFU on page 30 as the following: regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_an, page 30). For the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_an, page 30). As the current spl-t complaint rate falls within acceptable limits, no formal corrective action will be initiated within the osta qms system. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Corrected fields: d4 (addition of UDI) and g2 (addition of other india). This supplemental report is submitted to provide the final results of the legal manufacturer¿s investigation, device history record (DHR) review and corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the customer¿s allegation could not be confirmed, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information was received from the customer. See b5.

Event description:
Additional information was received from the customer: the customer used hydrogen peroxide low temperature gas plasma sterrad for reprocessing of this spl-t transducer. The transducer neither dropped nor was in contact with any hard object. The event occurred during preparation for use. The intended procedure was a therapeutic ureteroscopy. It was completed by similar device.